Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline was normal sinus rhythm. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, the patient experienced intermittent heart block. A temporary pacemaker was placed to stabilize the patient. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A permanent pacemaker was implanted to resolve this event. The patient was discharged.

Manufacturer narrative:
It was reported that the patient developed a left bundle branch block (lbbb) during procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were result of case-specific circumstances as temporary pacemaker was used subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. Baseline was normal sinus rhythm. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. The patient experienced intermittent heart block. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). A temporary pacemaker was placed to stabilize the patient. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A permanent pacemaker was implanted to resolve this event. The patient was discharged.